Event description:
(B)(6) (dealer) states customer at home and sitting in transport chair, allegedly seat guides malfunctioned causing seat to collapse and customer fell on floor. No injury is alleged.